Event description:
It was reported that the catheter developed a cuff roll. Cuff roll allegedly led to urethral damage that required unk secondary intervention.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. A mfg review was conducted and there was nothing found to indicate there was a mfg related cause for this event. (B)(4).